Event description:
On (B)(6) 2022 hcp reported that patient called their office stating she had a bump on the chin and could see something blue. The next day, she reported a pdo thread popped out of her skin, and she pulled it out. On (B)(6) 2022 patient went to a follow up appointment with another bump and thread was pulled out. On (B)(6) 2022 practitioner informed that the patient went back to their office thinking another pdo thread was popping out, but hcp couldn't see anything. According to hcp, the patient went on vacation and had an additional thread coming out. However, patient was doing well.